Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaint can't be confirmed and the root cause is undetermined. CAPA#1506100 was initiated.

Event description:
It was reported that syringe 20ml ll s/c 50 packaging tears during use and causes a sterility issue. This occurred on 55 occasions before use. The following information was provided by the initial reporter: material no.: 303310, batch no.: 9048674. It was reported that the customer has a bad lot that is not opening properly. The sides of the product are sticking and tearing when trying to maintain sterility.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20 ml ll s/c 50 packaging tears during use and causes a sterility issue. This occurred on 55 occasions before use. The following information was provided by the initial reporter: material no.: 303310, batch no.: 9048674. It was reported that the customer has a bad lot that is not opening properly. The sides of the product are sticking and tearing when trying to maintain sterility.